Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown palmaz stent but the catalog and lot numbers are not available. The citation is as follows: bulock, f. A. (1998). Balloon expandable stents for systemic venous pathway stenosis late after mustards operation. Heart, 79(3), 225-229. Complaint conclusion: as noted in the literature publication, bu¿lock et al balloon expandable stents for systemic venous pathway stenosis late after mustard¿s operation; heart 1998;79:225-229; report a case in which a palmaz p308 stent displaced distally along with balloon during inflation, resulting in imperfect and unable stent deployment. The balloon extends considerately further along the catheter that indicated by the radio-opaque markers in ne early case, the sheath was incompletely withdrawn and the proximal end of the balloon remained trapped in the sheath, causing uneven balloon inflation and stent malapposition. It was possible to deflate the balloon, which was then advanced into the stent and partially reinflated to catch it. The balloon-stent combination was then withdrawn over the guidewire to the iliac vein, where the stent was safely fully deployed. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent offset/out of position¿ and ¿stent inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Procedural factors may have contributed to the reported event. As no lot number was supplied a phr could not be completed. According to the warnings/ precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. When catheters are in the body, they should be manipulated only under fluoroscopy.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in the literature publication, bu¿lock et al balloon expandable stents for systemic venous pathway stenosis late after mustard¿s operation; heart 1998;79:225-229; report a case in which a palmaz p308 stent displaced distally along with balloon during inflation, resulting in imperfect and unable stent deployment. The balloon extends considerately further along the catheter that indicated by the radio-opaque markers in ne early case, the sheath was incompletely withdrawn and the proximal end of the balloon remained trapped in the sheath, causing uneven balloon inflation and stent malapposition. It was possible to deflate the balloon, which was then advanced into the stent and partially reinflated to catch it. The balloon-stent combination was then withdrawn over the guidewire to the iliac vein, where the stent was safely fully deployed.